Event description:
Event description guidant received information that during a follow-up visit to address the c2 capacitor advisory/recall, this pacemaker and a competitor's ventricular lead displayed numerous ventricular tachycardia episodes, variable range of threshold measurements, and loss of capture when programmed to automatic capture (ac) mode. All other device functions operated within normal parameters and to date, there have been no reported patient symptoms associated with this clinical observation.